Event description:
The pt fell and landed on her implantable neurostimulator. Since then, the patient experienced a shocking sensation at the neurostimulator location. The pt's status was reported as fair. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.